Manufacturer narrative:
Product requested for investigation.

Event description:
The executive vice president of (B)(6) hospital reported on (B)(6) 2011 that on (B)(6) 2011 the avs ventilator (B)(4) failed during a knee operation, whilst in use on a patient. The report stated that the avs screen started flickering and froze and the unit stopped ventilating. There were no visual or audible alarms and the patient had to be ventilated manually. The avs ventilator has been requested for investigation and a replacement ventilator is due to be shipped.